Manufacturer narrative:
A replacement pump in style advanced breast pump with transformer was sent to the customer. Upon receipt of the product an eval showed that the housing was breached, exposing internal electronics, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Eval summary: a visual exam of the power supply revealed the transformer housing was breached (cracked in half). A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.93 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at 1.9m ohm, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.9 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer originally reported to customer service on (B)(6) 2013 that her pump in style advanced breast pump had low suction. Upon receipt at medela the pump was inspected and found to have a broken tubing port, which contributes to the reported symptom of low suction. The transformer was inspected and found to be breached, which is a safety risk.